Event description:
Venaflow system, intermittent pneumatic compression device, prophylaxis for deep vein thrombosis (dvt) and associated pe, was used during operative and post-operatively. Patient's estate and beneficiaries and autopsy allege death was caused by pulmonary thromboemboli, which developed in post-operative period following abdominal surgery ("post-operative panniculectomy with or without choleycystectomy, incisional hernia repair, hysterectomy and/or mmk").